Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) followed-up with the customer over-the-phone to address the reported event. Per customer, the issue has been resolved and declined service. Customer reported the sampling needle was clogged and the clog was removed by the customer. The g8 instrument functions as intended, the error cleared and no more grinding noise is heard. No further action required by field service. A 13-month complaint history review and service history review for (B)(4) from (B)(6) 2017 through the awareness date (B)(6) 2018 for similar complaints was performed. There were no similar complaints identified during the searched period. The g8 operator's manual under chapter 6 - troubleshooting, states message 706 is syringe-l error and is generated due to operation error in syringe-l. The countermeasure is for the user to inspect the syringe-l and execute smp. Reset. The most probable cause of the reported event was due to clog in the sampling needle.

Event description:
On (B)(6) 2018, a customer reported getting error message 706 syringe-l and grinding noise on the g8 instrument. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.